Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations did not confirm the reported complaint. The instrument failed electrical continuity testing. The instrument yaw pulley exhibited charring. Potential missing material was likely thermally induced rather than mechanically. The distal clevis of the instrument was disassembled to look at the conductor wire. It was found that the conductor wire had detached from its weld location to the base of the hook, likely due to compromised silicone potting that goes over the weld location. Once the silicone potting is compromised, it is possible that saline, blood or other conductive fluids go into the weld location and start dissipating energy and cause thermal damage and/or smoking observed by the surgeon. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted esophagectomy procedure, the permanent cautery hook instrument tip was emitting smoking when the doctor coagulated tissue. The customer reported the tissue was damaged beyond the target area. On july 21, 2016, intuitive surgical inc., (isi) obtained additional information from the customer who clarified that when the doctor stopped the electrical energy, he found the tissue bleeding which was stopped quickly by pressing with gauze. No unintended tissue damage occurred. No arcing was reported and no video was available.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.